Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a patient with no symptoms of covid-19. This test was being performed for travel screening. First test was performed on (B)(6) 2021 using roche liat producing a result of flu a negative, flu b negative, sars-cov-2 positive. Second test was performed on (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv producing a result of flu a negative, flu b negative, sars-cov-2 positive. A third test was performed on (B)(6) 2021 using qiastat-dx respiratory sars-cov-2 panel producing a result of sars-cov-2 negative. The positive result was initially reported to the md, but was then removed for pending of investigation on discrepancy. There was no deterioration of health or change to patient treatment due to this discrepancy . Review of data provided by the customer showed positive sars-cov-2 results with a late CT but no evidence of product malfunction.

Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a patient with no symptoms of covid-19. This test was being performed for travel screening. First test was performed on (B)(6) 2021 using roche liat producing a result of flu a negative, flu b negative, sars-cov-2 positive. Second test was performed on (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv producing a result of flu a negative, flu b negative, sars-cov-2 positive. A third test was performed on (B)(6) 2021 using qiastat-dx respiratory sars-cov-2 panel producing a result of sars-cov-2 negative. The positive result was initially reported to the md, but was then removed for pending of investigation on discrepancy. Cepheid's patient safety board reviewed the case and the data provided by the customer. It was noted that the testing was performed for screening purposes on patient without suspicion of covid-19 and is outside the intended use. Review of the positive xpress sars-cov-2/flu/rsv result shows detection of sars-cov-2 at a later cycle threshold value (39). Epf and amplification appears normal. Spc epf and amplification appears normal. No evidence of product malfunction. Note, xpress positive sars-cov-2 in agreement with roche liat sars-cov-2/flu test. This likely represents a true positive for xpress sars-cov-2/flu/rsv assay and false-negative by qiastat dx respiratory sars-cov-2 panel assay due to differences in test methods and performance. Of note, the lod of qiastat assay is 500 copies/ml which higher than the claimed lods for xpress sars-cov-2/flu/rsv assay and roche liat sars-cov-2/flu assay. There was no deterioration of health or change to patient treatment due to this discrepancy. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.